Event description:
It was reported that there was suspected undersensing and oversensing on the right ventricular (rv) lead during arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 419478 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.